Manufacturer narrative:
Updated d4: lot number from 0031131138 to 0030395474. Device evaluated by MFR.: returned product consisted of a sterling balloon catheter with an unknown guidewire stuck inside the distal end of the separated device. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the inflation lumen is separated 146.8cm from the hub. The guidewire lumen is separated 138.5cm from the hub. There is buckling to the inflation lumen 142.6cm from the hub. The inflation lumen is stretched 128cm and 138.5cm from the hub. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request.

Event description:
It was reported that balloon tip detachment occurred. The target lesion was located in the mildly tortuous and non-calcified arteriovenous fistula. A 7.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during removal, the tip of the balloon was detached. The tip was removed together with the catheter successfully from the patient. The procedure was completed with another sterling balloon. There were no patient complications reported.

Manufacturer narrative:
Updated d4: lot number from 0031131138 to 0030395474. Device evaluated by MFR.: returned product consisted of a sterling balloon catheter with an unknown guidewire stuck inside the distal end of the separated device. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the inflation lumen is separated 146.8cm from the hub. The guidewire lumen is separated 138.5cm from the hub. There is buckling to the inflation lumen 142.6cm from the hub. The inflation lumen is stretched 128cm and 138.5cm from the hub. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon tip detachment occurred. The target lesion was located in the mildly tortuous and non-calcified arteriovenous fistula. A 7.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during removal, the tip of the balloon was detached. The tip was removed together with the catheter successfully from the patient. The procedure was completed with another sterling balloon. There were no patient complications reported.

Event description:
It was reported that balloon tip detachment occurred. The target lesion was located in the mildly tortuous and non-calcified arteriovenous fistula. A 7.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during removal, the tip of the balloon was detached. The tip was removed together with the catheter successfully from the patient. The procedure was completed with another sterling balloon. There were no patient complications reported.